Event description:
Complaint #(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal dryness, dyspareunia, abdominal pain, malaise, fatigue, mixed incontinence, urge incontinence, unspecified burn, infectious agent (infection), urinary stress incontinence, diaphragmatic hernia, urinary tract infection, pelvic pain, urgency of urination, tenderness, cystocele (prolapse), stress incontinence, pelvic organ prolapse, enterocele (prolapse), scarred anterior vaginal wall (scarring), adhesions, streptococcus agalactiae/alpha hemolytic streptococcus/enterococcus faecalis (bacteria in urine), vaginal wall mesh foreign body, pain, nocturia, urinates every 5 hours in the daytime, leakage, blood in urine (hematuria), atrophic vaginitis (inflammation), pain with bowel movements, vaginal atrophy, introital stenosis, unspecified urinary problems, unspecified bowel problems, recurrent bladder prolapse, vaginal bleeding, unspecified neuromuscular problems, emotional changes, constipation, bladder infection, urinary incontinence, urinary retention, bloating, lower back pain, detrusor over activity, decreased oxygen saturation/development of infiltrate at the right lung base, fatigue, and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced nausea/vomiting, urinary tract infection, pelvic pain, urgency of urination (urinary urgency), cystocele/enterocele (prolapse), vaginal tenderness, scarred vaginal wall (scarring), infiltrated pubocervical fascia, mesh placed lateral, pain, red tinged urine, 346 ml of urine in bladder (retention), infections, vaginal pain, urinary incontinence, nocturia, urinary leakage, pain with bowel movements, bacteria in urine, loose stools, and cramping.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain at the interstim site, anterior vaginal wall tenderness, tenderness of posterior arms of the mesh, antibiotics for recurrent urinary tract infections, estrace cream, revision of interstim due to pain at interstim site ((B)(6) 2009), excision of the anterior vaginal wall mesh, vaginal enterocele repair with a cell matrix and cystoscopy ((B)(6) 2015). The patient alleged chronic constipation.